Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ls 200 s/c had foreign matter. Material: 309659, batch#: 2355450, verbatim: rcc received a complaint via email. Email(s) attached. We found p/n 309659, lot # 2355450/202609 has ink mark and dirt in the syringes. I00% inspection conducted, and 91 pcs were rejected/disposed. Additional information provided: the lot # is 2355450. Date of event is march 25. No patient harm or injury. Defect was found during the assembly process.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos of a 1 ml slip tip syringe (part number 309659, batch 2355450) were received and evaluated. The first photo shows three top web slips containing all required product information, while the second displays two syringes in sealed packaging and one in an open package. All three syringes appear fully assembled but show multiple smears around the barrel and thumb rest. This condition is considered non-conforming per product specifications. The potential root cause of the smeared print defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 2355450. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.